Event description:
Customer reported that cytarabine (chemo) was infusing to a patient. When the bag was completed, the nurse opened the door of the pump and found that the silicone segment had ballooned at the top below the upper fitment. No pump alarms. The nurse does check blood return every 4 hours per protocol with a 10cc syringe. There was no patient harm and no medical intervention was required. Customer stated that no further patient/ event information is available.

Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.